Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level was 449 mg/dl. Current blood glucose value was 426 mg/dl. Customer was using insulin pump within 48 hours of high blood glucose event. Insulin pump was not been used on auto mode. Customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.